Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from a loose connection from the supply bag connection. There were no alarms or warnings prior to discovering the fluid leak. The fluid leak was discovered during dwell 2 of 4 of pd treatment. Fluid did not come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient¿s contact stated that the fluid leak occurred during dwell 2 of 4. There were no alarms prior to discovering the fluid leak. The patient stated that during dwell 2 of 4 they noticed that there was fluid leaking onto their floor. Upon further inspection, the patient¿s contact found fluid leaking from the liberty cycler set connection to the supply bag. The patient¿s contact stated that the supply bag was not leaking and confirmed that there were no issues with the bags. The patient¿s contact stated that the issue was with the liberty cycler set. The patient¿s contact confirmed that no fluid got on or near the cycler. The patient¿s contact confirmed that the supply bag itself/ the supply bag line was not leaking and that it was the liberty cycler set connection that was leaking. The cause of the leak is unknown and no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the night of the reported event. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the tracking information for the shipping label provided to the customer indicates that the sample was never returned. A physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from a loose connection from the supply bag connection. There were no alarms or warnings prior to discovering the fluid leak. The fluid leak was discovered during dwell 2 of 4 of pd treatment. Fluid did not come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient¿s contact stated that the fluid leak occurred during dwell 2 of 4. There were no alarms prior to discovering the fluid leak. The patient stated that during dwell 2 of 4 they noticed that there was fluid leaking onto their floor. Upon further inspection, the patient¿s contact found fluid leaking from the liberty cycler set connection to the supply bag. The patient¿s contact stated that the supply bag was not leaking and confirmed that there were no issues with the bags. The patient¿s contact stated that the issue was with the liberty cycler set. The patient¿s contact confirmed that no fluid got on or near the cycler. The patient¿s contact confirmed that the supply bag itself/ the supply bag line was not leaking and that it was the liberty cycler set connection that was leaking. The cause of the leak is unknown and no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the night of the reported event. The cassette used by the patient is available for return for physical evaluation by the manufacturer.